Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. The target lesion was located in a coronary artery. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that the inner package was broken. Procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The tray of the device was visually inspected and no issues were noted. Visual inspection of the device revealed no issues. A device history record review was performed and no deviation was found. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that product sterility was compromised. The target lesion was located in a coronary artery. An encore balloon catheter inflation device was selected for use. During unpacking, it was noticed that the inner package was broken. Procedure was completed with another of the same device. No patient complications were reported and patient status was stable.